Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had a backup battery alarm on the system controller. The patient complained the system controller felt rather warm. The log files would be reviewed and the backup battery would be disconnected and reconnected. A self-test did not resolve the alarm. The backup battery was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The reported event of the system controller being overly warm was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review with event spanning approximately 2 days (16apr2024 at 14:04:22 to 18apr2024 at 11:22:33 per time stamp). A backup battery fault alarm was active at 00:06:14 on 18apr2024 due to the backup battery not passing the load test. Several additional backup battery faults due to the battery not passing the load test were recorded up until the end of the file at 14:04:22 on 18apr2024. The controller internal temperature ranged from 35 to 47 degrees celsius, which is within specifications; however, the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no other notable events noted within the log file. Pump operation was not affected. Additional provided information stated that the alarms resolved with the backup battery exchange, and that the system controller being warm was not confirmed. The root cause of the reported events could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to further investigate backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 instructions for use (section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the alarms resolved with the battery exchange. The ventricular assist device (vad) coordinator did not confirm the warm system controller so there was no further plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.